Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be the introduction of ferromagnetic pieces into the mr examination room and therefore a user error. According to the information received there was no injury associated with this issue. It was stated that a ferromagnetic iron block was taken into the magnet room and attracted to the magnet. Due to the strong magnetic field, particular safety measures must be adhered to in order to prevent injuries. Therefore, the corresponding magnetom operator manual and the magnetom system owner manual provide clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. However, the responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of ferromagnetic objects into the magnetic field is contrary to the statements given in the operating instructions. Furthermore, special warning signs are posted at the entrance of the controlled access area (magnet room).

Event description:
Siemens healthineers was notified of a potential injury involving the magnetom vida system. According to the complaint report a ferromagnetic iron block was attracted to the magnet. No information has been provided to date if an injury has occurred. Additional information has been requested but not yet received from the customer.

Manufacturer narrative:
E1: a facility contact name and phone number were not provided for reporting. H3, h6: the investigation is ongoing. The root cause has not been identified. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.